Event description:
It was reported that during a prostatectomy procedure, the blade broke and fell into the patient. Broken piece was retrieved. A new device was used to complete the procedure. There was no adverse patient consequence.